Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the helix was distorted/bent; the full lead was returned for analysis. The proximal conductor was distorted, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that at implant, the helix of the lead wouldn't extend. The lead was not used. No patient complications have been reported as a result of this event.